Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that condensation can be seen under the screen. Customer stated she was exercising with the insulin pump. Blood glucose value was 136 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a keypad connector not properly plugged in. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.